Event description:
It was reported that the procedure was being performed on a (B)(6) male pt in the intensive care unit. The pt was requiring vasopressors. The catheter was being placed following a motor vehicle crash. During insertion into the pts' right subclavian vein, they were unable to place the spring wire guild (swg) through the sheath. As a result, another kit was opened and used successfully. There was a 15 minute delay in treatment due to obtaining a new tray. There were no pt complications reported.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction; therefore, it is reportable. Device evaluation: one swg was returned for evaluation. The swg had several bends and was kinked 14 and 21 cm from the j tip. The core wire was found broken adjacent to the proximal weld. Microscopic inspection revealed a plastic deformation and necking of the swg in the area of the break. The proximal weld appeared full and remained attached to the unbroken coil wire. The distal weld remained intact. Swg core wire length and swg diameter were measured and found to be within specification. Based upon the measured length of broken core wire, no pieces appear to be missing. The products' instruction booklet, provided with the kit, describes suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the swg. The device history records for the swg and sheath/dilator were reviewed with no findings relevant to this complaint. The report of difficulty placing the swg through the sheath was confirmed through evaluation of the returned sample since the swg was partially unraveled. However, no manufacturing defects were found during this investigation. Arrow swgs of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso (B)(4) standard of 2.2 pounds force for this size swg. The selected insertion site and pt anatomy may present a tortuous path that could contribute to the possibility of swg kinking. Swg breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, the potential cause of this issue is procedure/pt anatomy related.